Event description:
A malfunction was reported on the customer's pump, which was influenced by heat and humidity. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. As a result, technical support arranged for a pump replacement and provided instructions on transitioning to multiple daily injections as a backup therapy. The customer was informed that training would be available and was advised on returning the faulty pump.